Event description:
Pt underwent laparoscopic colorectal anastomosis due to colon malignancy. The anastomosis was created using colonring device. The surgeon stated that: "by closing the applicator come no click as I am used to it. After that, the red button falls out of the applicator. To press the knife through the purse-string has been much easier than I was used to. But we got two perfect donuts, and both leak test have been negative. We did not do a protective stoma." On pod 2, leakage was occurred. Hartman procedure was done and antibiotic to treat the peritonitis was given.

Manufacturer narrative:
This report is submitted on behalf of the MFR (niti surgical solutions ltd; (B)(4)) and the importer (B)(4), as niti surgical solutions ltd serves as the designated complaint handling unit for both facilities. Only the applicator was returned to the manufacturer, however, it could not be assessed as it was manipulated following the procedure. The compression element was not returned for eval and therefore, no further conclusions could be drawn based on the limited info retrieved. The production history files were reviewed, indicating that the device was released according to the product specifications. The red marker has no influence on the device functionality or the outcome of the procedure. It is only an additional indicator of the sequential status of device operation. Anastomotic leakage is an anticipated complication of colorectal anastomotic procedures and the current cumulative leak rate found with the use of the colonring device is within the range reported in the literature for anastomosis devices.